Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was at the supermarket and had a cgm reading of 5.0 mmol. The patient was not having any symptoms at this time. The patient attempted to self-treat with gummy bears. At some point while the patient was attempting to treat herself, she lost consciousness and had a seizure. Emergency medical services (ems) was contacted. Ems stated that patient¿s cgm was reading 3.9 mmol upon their arrival (no bg meter comparison provided at this time). The patient was treated with an unspecified IV. The patient was also provided oxygen and transported to the hospital by ems. The patient went home from the hospital the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.